Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that prior to a port placement procedure, the package was allegedly opened and no longer viable. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partially unsealed powerport MRI clearvue isp implantable port kit was returned for evaluation. Gross visual evaluation was performed on the returned device. In addition to the returned physical sample, two electronic photos were provided for review. During visual evaluation, the components tray was received sealed and the device components appeared unaffected. The investigation is confirmed for the reported tear, rip or hole in device packaging issue as a longitudinal cut, was noted on the center right of both the tyvek tray label and the components tray label. The components tray was received sealed. The device components appeared unaffected. Further, the photo review also confirms the same. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/20230. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the package was allegedly opened and no longer viable. The procedure was completed using another device. There was no patient contact.